Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a test step had failed during testing of the device. The device's grey removable foam filter was re-installed correctly on the device to address the issue. The device was retested, and it passed all testing on the device.